Event description:
The cannula tubing separated from the flange on one size 00 pediatric tracheostomy tube. The device was reportedly in use for approx. Eight months. There was no reported pt compromise. It is unk how the device was maintained or what type of cleaning solutions were used. Add'l info regarding the reported event, pt and device usage has been requested, but as of the date of this submission no responses have been received. The device was returned to the MFR on 1/23/97 for decontamination, analysis and investigation.